Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report excessive no delivery alarms. The customer's blood glucose reading was 140 mg/dl. The customer stated that the alarm was resolved by a reservoir change. The customer changed both the infusion set and the reservoir. The insulin pump was not replaced or returned for analysis.